Event description:
According to the reporter, upon power-up, device locks up, no response from keypad except to power off, display blank. There was no patient involvement reported with this event.

Manufacturer narrative:
Physio-control evaluated the device and observed that the device would power up then operation would lock up. Physio replaced the system/memory pcb's assembly, and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the replaced pcb's assembly, but could not replicate the malfunction or determine root cause.